Event description:
A malfunction on the pump was reported by the caller. The issue caused the customer's blood glucose to exceed normal levels, but no specific value was provided beyond a display of "high." The customer addressed the elevated blood glucose level by administering a correction injection via multiple daily injections (mdi) without requiring third-party assistance. Technical support provided information on resetting the pump and assisted the customer in doing so. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump while being instructed to report any further issues.